Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a reset screen when the pump was brought out of storage mode. Customer reported blood glucose level was 252 (mg/dl) at the time of the call. Reportedly, the customer was not using a backup insulin therapy method while the pump was off. Customer stated a correction bolus would be delivered to address bg level.